Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with idiopathic scoliosis and underwent spinal fusion. During surgery, the driver broke. The product came in contact with the patient. No fragments of the broken product remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Analysis results:visual examination showed that the tip of the center shaft has broken at the weld where it meets the main portion of the shaft and the tip is missing. There are no obvious signs of defect in the weld. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.